Event description:
Edwards received a letter from a family member of a patient who reportedly passed away due to an infected porcine bioprosthetic valve (i.e. Endocarditis). The valve was implanted on (B)(6) 2012, and the patient passed away on (B)(6) 2012 (5 months post implant). Via phone call by edwards representative, the family member provided the following: patient was (B)(6) and had a porcine valve replacement in (B)(6) 2012, she recovered from her surgery and was sent home in "about a week." Patient began having what sounds like mental status changes in (B)(6), thought to be dementia related. Patient was ultimately diagnosed with an "infected heart valve" in august, the family was told it was "too late" and she was transferred to hospice care, where she expired. The patient's surgeon was then contacted and stated that he saw the patient shortly before her death, but unfortunately she wasn't an operative candidate because she had multiple brain abscesses from the endocarditis. There has been no allegation by the surgeon of any device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Follow up with the healthcare provider (patient's surgeon) confirms the reported endocarditis leading to the patient's death. However, the healthcare provider does not associate a device quality deficiency related to this event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.